Event description:
The customer reported that images were grainy and the system had displayed two communication failure error messages. These error messages likely resulted in a system shut down or lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.